Event description:
The patient reported their first pump failed once and the patient was hospitalized for four days with withdrawal. Per the patient "they thought I had some crazy flu and then figured out it was the pump". Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Serial# (B)(4), implanted: 2004-(B)(6), explanted: unknown. (B)(4).